Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate . A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: what suture type was used? ? Unk. What suture size was used? ? Unk. When the event occurred, was the suture placed near the hinge of the clip? ? Unk. Were you able to lock the clip closed on the suture? Unk. If yes after it closed, was the clip holding securely fixed on the suture? ? Unk. Was the applier checked for damage (jaws straight and aligned)? ? Unk. If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? ? Unk. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6).

Event description:
It was reported that a patient underwent a robotics assisted laparoscopic prostatectomy (ralp) for prostate cancer procedure on (B)(6) 2025 and suture clips were used. During the procedure, 2 clips (12 rounds) of lapra-ty could not be closed, and it still could not be closed even if the clip part was replaced with a new one. The body of lapra-ty was replaced and used 2 clips (12 rounds) in the same way, but they were also not closed properly, it was finally could be performed ligation with the 3rd one. The lot number of xc200 is tl2ajs. Another device was used to complete the case. Two ka200 will be returning. No further information is available. No adverse patient consequences were reported. Additional information was requested.